Event description:
The customer reported that the unit would stop working when the heart rate reaches 100. Covidien service center found that the device was missing segments in the pulse rate window. No patient harm.

Manufacturer narrative:
Covidien service center found that the device was missing segments in the pulse rate window. The display cable was re-seated and segments returned. (B)(4).